Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI): (B)(4). Sample material was requested for investigation but was not provided. No issues were identified during a review of the customer¿s calibration and qc data. No pre-analytical information was provided. Liquid flow cleaning was last performed on 28-may-2021 and is done every 2 weeks. Analyzer maintenance was last performed in nov-2020. As sample material was not provided, the cause of the event could not be determined. The investigation did not identify a product problem.

Event description:
The initial reporter complained of discrepant positive results for an unspecified number of patient samples tested for elecsys anti-sars-cov-2 (anti-sars-cov-2) on a cobas e 411 immunoassay analyzer compared to two competitor methods detecting sars-cov2 n (nucleocapsid antibodies). The customer provided an example of discrepant results for 1 patient sample. The result from the e411 analyzer was 16.95 coi (positive). The repeat result from the e411 analyzer was 15.54 coi (positive). The result from the abbott method was 0.22 (unit of measure not provided, negative). The result from the euroimmun method was 0.34 (unit of measure not provided, negative). Sample material was serum, from vaccinated persons. The results generated were being used for study purposes only and were not being used for diagnostic purposes. No questionable results were reported outside of the laboratory. The customer thought the negative results from the competitor methods were correct. There are no previous results available. Pcr testing was not performed. The customer performed qc according to product labeling and the results were within the specified ranges. The e411 analyzer serial number was (B)(4).